Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low sensor reading on the adc device, compared with the competitor's unspecified reading. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer felt unwell and self-managed by administering insulin for treatment. There was no report of death or permanent impairment associated with this event. A sensor scan results of x mg/dl compared to readings of 49 mg/dl respectively obtained on a 485 and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. It is unknown if these are readings were taken during the actual event.